Event description:
It was reported the patient's device had overdischarged three times due to patient compliance issue. The patient experienced no stimulation, numbness, and difficulty walking. Several attempts were made to recharge the device with the physician mode recharge. The manufacturer's representative was eventually able to successfully recharge the device out of an overdischarge state, although the programmer displayed that the device was at end of service. Due to these factors, the hcp replaced the device. No further outcome was reported.